Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unable to perform functional test including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, dat test and displacement test due to physical damage to lcd glass. Unit received with cracked case at the display window corners display window and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a motorcycle accident. As a result of accident, customer reported of damage to insulin pump and display screen was blank. The customer's blood glucose was 111 mg/dl at the time of incident. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.